Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01776, -01777, -01787.

Event description:
Allegedly, patient was revised due to mom complications: pain and ramps; infectious disease; joint septic arthritis; pneumococcal septicemia; abdominal wall cellulitis; sepsis due to pneumococcal bacteremia: left.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.